Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported clinical observations. An initial report was previously submitted to FDA on 02/10/2009 and a follow-up report on 05/07/2009; however due to emdr submission issue related to the supplemental report, both reports have been combined with the new information and filed again as an initial report.

Event description:
Additional information was received that the device was later explanted and replaced for reported normal battery depletion seven years later. No adverse patient effects were reported.